Event description:
It was reported that "performing a lap chole the seal dislodged and fell into the pt." The seal was retrieved. No pt injury reported.

Manufacturer narrative:
The device has been returned to conmed for evaluation. When I receive the engineer's investigation report, I will file a supplemental.